Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller ((B)(6)) was evaluated following the reported event of driveline communication faults. The reported event of the driveline communication fault was confirmed via log file analysis. Data from the reported event date 19sep2024 was reviewed for all provided log files and revealed active driveline communication fault alarms correlating to the system's com_a line. At 14:44:03, a driveline communication fault alarm activates and remains active for the remaining duration of the controller event log file. The driveline communication fault alarm did not affect pump function. Product testing of the returned system controller ((B)(6)) revealed that the system controller functioned as intended. The system controller and the accompanying returned modular cable, lot # 8933862, were connected to a mock circulatory loop and were able to operate a pump without issue for extended operation. Upon manipulation of the modular cable, the driveline communication fault was reproduced. The system controller was reconnected to a mock circulatory loop with a known functional modular cable and the alarm was not reproduced. The modular cable was reconnected to a mock circulatory loop with a known functional system controller and the alarm was reproduced. The root cause of the driveline communication fault alarm was isolated to the modular cable. The root cause of the driveline communication fault alarm could not be correlated to any issues with the system controller ((B)(6)). The system controller functioned as intended. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial #: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including driveline communication fault alarms. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was in the clinic with driveline communication fault alarms. The patient reported that they dropped their system controller, which triggered the alarm. They also reported that there was a minor tug on their driveline exit site; there was no obvious trauma or blood at the exit site. Log files were submitted for review. The log file confirmed driveline communication a faults on (B)(6) 2024 and noted that the dropped system controller had no effect on the operation of the pump. It was noted that the system controller ( (B)(6) ) and the modular cable were replaced. The site performed 20 power cable disconnects to create data capture points for the log file review and the driveline communication fault had not returned 16 minutes after the exchange. Follow-up log files were submitted for review. The log files showed that the driveline communication fault did not return, and that the equipment is operating as intended. The driveline communication fault continued to be resolved 32 minutes after the exchange. Additional log files were submitted for review. The log file showed the equipment was operating as intended. After the exchange, it was noted that the patient's new system controller ( (B)(6) ) had bad threading on the black power lead connection. Multiple clips were attempted with no success. The system controller was used for approximately 15 minutes, and then it was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.